Event description:
During an in clinic follow up, it was noted the right atrial (ra) lead was sensing and pacing in the ventricle. Ra lead dislodgement was noted. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event indicated lead dislodgement. As received a complete lead was returned in one piece. Visual examination found the helix fully extended and clogged with blood/tissue. The full helix extension length was measured within specifications. No other anomalies were found with the exception of procedural damage.